Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery won't charge/power up monitor) has been confirmed. Upon evaluation, the battery output voltage was measured at 2.84v. The cause for the low output voltage cannot be positively determined but was likely the result of defective cells. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.

Event description:
A (B)(6) male pt contacted zoll customer support to report that his battery will not charge. The pt was issued a replacement battery pack.